Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half of tampon stays inside me [foreign body in reproductive tract]. Hurts - vagina [vulvovaginal pain]. Vagina hurts - tampon [medical device site pain]. Tampon ripped [device breakage]. Pull out tampon, it hurts [complication of device removal]. Case description: consumer reported via social media that tampon ripped when she removed it. No serious injury reported.